Manufacturer narrative:
One device was received for evaluation. Visual inspection noted that the upstream occlusion (uso) was misaligned in the chassis, and the air detector was damaged. The device failed the downstream occlusion test. The dso sensor and seal were replaced, and the dso/uso sensors were calibrated. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During the device evaluation the downstream occlusion sensor and seal were found to be damaged. The event occurred during testing, there was no patient involvement.